Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported difficulties insertion difficulty with the involved device. The following information was provided by the user: when the device was checked before use, the locator was found to be not inserted into the sheath. The device was not used and replaced by another angio-seal device to continue the hemostasis procedure. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 8 fr. No blood loss reported due to this issue occurring during pre-treatment. There was no health damage. Hemostasis was successfully achieved by the second device.